Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 2: date: (B)(6) 2011; inratio2: 3.5; lab: 2.8. Patient 4: (B)(6) 2011; 2.8; 1.9. Patient 5: (B)(6) 2011; 3.6; 1.6.

Manufacturer narrative:
Investigation pending.